Event description:
It was reported by the doctor that the customer was hospitalized for diabetic ketoacidosis. Prior to the hospitalization, the customer gave a manual injection, but the blood glucose levels remained high. Troubleshooting was performed at the hospital and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test using a hemostat. The nurse later called to run the high pressure test using a tubing clamp, but the insulin pump was unable to prime properly as it was shooting insulin out.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform occlusion and excessive no delivery tests due to the prime anomaly.